Event description:
The following has been reported: pump running norepinephrine at .055 mg/ml at .06 mcg/kg/hr when pump alarmed downstream occlusion". Bedside nurse unable to clear alarm. Alarm then switched to "upstream occlusion" and unable to clear alarm. Alarm could be silenced but after pressing multiple buttons. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device log was reviewed by r&d team through a sub-complaint. No abnormal behavior or error was detected in the system logs. Sensor maintenance data review: the sensors appear to be fully operational and show no signs of malfunction. Current assessment: based on the available evidence, it is not possible to conclude that the pump has a malfunction. The alarms seem to have been triggered due to an actual issue rather than a false alarm, as the sensors are confirmed to be functional. This rules out a sensor failure as the root cause at this stage. Conclusion: with the current data, there is insufficient evidence to confirm a fault on the pump itself. The investigation therefore remains inconclusive based solely on log and sensor data analysis. Next steps: to continue the investigation and reach a definitive conclusion, physical access to the device is required for further inspection and testing. The reported device was not returned to brézins for investigation but was checked locally. According to provided information, following biomedical inspection of the device after the incident: while the issue did not initially repeat during testing, the pump failed the pa occlusivity test. So, the pressure sensor was subsequently calibrated, but not linked to the reported event. The reported event could not be reproduced. Based on available information, this complaint is considered as not valid with no issue. This complaint is considered as: not valid. The trend is: n/a. Kabitrack record(s): n/a.